Event description:
It was reported that earlier in the day, a cartridge did not fit properly and could not fully snap into the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by cleaning the pump and successfully loading a new cartridge, thereby resuming insulin delivery without needing additional assistance from technical support.